Event description:
Pt. In ccu, diagnosis, chest pain r/o mi. Near resp. Arrest, intubated and on vent. Vent malfunctioned vs failure. Pt. Removed from vent, ambu bagged, and vent exchanged. O2 sats remained intact.